Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise reported during lead testing as well as shock impedance out of range. Lead is expected to be revised. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.